Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported that they need to turn on the stimulation again. Pt said the rep turned off their stim a month or so ago because its really hurting their leg. Pt said they need to restart the stim again. Pt also stated the rep might had the stim cranked up too high. During the call agent walked the patient through to turn on the stimulation but the communicator might be depleted. Pt said when they tried to turn the communicator on the light flashed green, blue, yellow and went off. Pt tried to turn it on twice but wasn't staying on. Pt said they need to find the charger for the communicator and will call back. Agent advised pt to make sure the handset was charged as well to proceed on turning on the stimulation. Patient called back and found their charging cords. During the call patient was able to connect to their mystim pc. Patient turned their therapy on and felt shocking. Patient was on group c program 1. Patient was feeling tingling. Patient decreased their stimulation from 7.6 to 7.3 or 7.2. After decreasing their settings, patient felt a vague small dosage of tingling. Handset was at 99% and communicator was at 50%. Agent redirected patient to their hcp if the issue persisted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm91scs (serial: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs. Serial# unknown: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they found their charging cords. During the call patient was able to connect to their mystim pc. Patient turned their therapy on and felt shocking. Patient was on group c program 1. Patient was feeling tingling. Patient decreased their stimulation from 7.6 to 7.3 or 7.2. After decreasing their settings patient felt a vague small dosage of tingling. Handset was at 99% and communicator was at 50%. Agent redirected patient to their hcp if the issue persisted. Pt called back again referring to issue in this case. Pt stated they turned it back on yesterday but, they think 'it is off again'. Pt stated they are not getting any tingling. Agent had pt connect to the ins - pt saw therapy on group c 7.2. Pt stated it tingled all day long yesterday and sometime during the night, it quit tingling. Pt stated if they go back in the chair, it starts tingling hard. Pt stated if they sit down, they can feel a little tingling in their leg. Pt stated the therapy 'goes off' and this is a pain in the ass and not worth the grief. Pt was able to increase to 7.3. Pt stated they saw the hcp yesterday and was told to call the manufacturer. Pt called back and stated that the stimulation was doing no good. Pt mentioned that they spoke with the manufacturing representative (rep), and they increased the intensity the other day however their "leg was still on fire" and they could not hardly walk. Pt added that the device has never done any good. Pt also mentioned that the rep turned the stimulation off for a month or so and was turned back on a couple weeks ago. Agent attempted to walk the pt through how to adjust the settings however their handset was not charged. Agent instructed the pt to charge their handset and continue to work with their rep for reprogramming.